Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) and high pacing threshold which was confirmed through x-ray and computed tomography (CT) scan. Also, patient experienced perforation. This lead was explanted replaced. No additional adverse patient effects were reported.